Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician as attempting to use an inpact pacific device to treat a lesion in a patient. It was reported that the balloon exhibited a candy wrap effect. A second in.pact pacific device was used to complete the procedure. No patient injury reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Device evaluation: a visual and tactile inspection was carried out on the device: a twisted point was detected on the balloon at 65 mm from the proximal end of the balloon. During the analysis, the guide wire lumen was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: pronounced wrinkles in correspondence of the twisted point were detected. At - 2 bar: the balloon kept showing wrinkles in correspondence of the twisted point. At - 7 bar: the wrinkles are no more visible. No change in profile. A twist was detected on the guide wire lumen in correspondence of the twisted point detected on the balloon. At - 14 bar: the twist on the guide wire lumen is clearly visible. Cine image review: one still angiographic image was supplied for review. The angiographic image shows the candy wrap effect. Operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.